Event description:
It was reported a patient with persistent vt was transferred from ward, (B)(6), was connected with telemetry from ward (B)(6) which alarms correctly for vt. When the patient is connected to m540 monitor, the patient still had persistent vt and the m540 monitor and central alarm correctly for ventricular tachycardia/ventricular fibrillation. After the alarm was confirmed at the central station, the m540 did not continue to alarm for (vt) even though the patient had vt for about one hour the alarm was first acknowledged. The user confirmed that the vt alarm had not been turned on at the central station. There was no report of adverse patient impact. Draeger has started an investigation and will provide a follow up upon completion.

Manufacturer narrative:
A draeger field service engineer (fse) attempted to reproduce the issue but was unable to reproduce. The logs were reviewed by draeger, and it was determined that the m540 alerted the user for poor lead connection and that it was unable to analyze. The images and logs provided confirmed that the audible alarms at the bedside had been deactivated by users. ECG waveforms were requested from the event but were not provided. Based on the information available, a root cause cannot be determined.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported a patient with persistent vt was transferred from ward, 46, was connected with telemetry from ward 46 which alarms correctly for vt. When the patient is connected to m540 monitor, the patient still had persistent vt and the m540 monitor and central alarm correctly for ventricular tachycardia/ventricular fibrillation. After the alarm was confirmed at the central station, the m540 did not continue to alarm for (vt) even though the patient had vt for about one hour the alarm was first acknowledged. The user confirmed that the vt alarm had not been turned on at the central station. There was no report of adverse patient impact. Draeger has started an investigation and will provide a follow up upon completion.